Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the microbore j-loop of an unspecified access set disconnected from the peripheral intravenous (IV). This occurred while using a power injector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.